Event description:
It has been reported to philips that the geometry is restarting. No additional information provided. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the geometry was restarting. Review of the system log file showed that there were geometry errors. No further information regarding the issue has been provided. No service has been performed by philips since the service was not accepted by the customer. However, the similar issue recurred after 4 months but the issue could not be duplicated and there have been no further reports of this issue. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.